Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was almost 500 mg/dl. The patient was having difficulty priming her insulin pump. The act button was difficult to press. The customer was assisted with filling the tubing. No further assistance occurred, and the insulin pump was not returned.